Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2018 during normal use. The patient experienced redness, warmth, and oozing at the pump pocket and was started on levaquin. This did not resolve the issue. The patient would be scheduled for a pump explant on (B)(6) 2018. The issue was not resolved at the time of this report and the patient¿s status was ¿alive-with injury¿ as the patient had an infection of the pump pocket. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was unknown and was asked and would not be made available (legal/confidential reason) and the patient¿s medical history was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
The patient code (B)(4) was removed regarding additional information received via the hcp. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The cause of the pocket infection was unknown. It was further noted that there was no oozing and only erythema over the pocket site. It was noted that the patient had a dacron pouch from his first pump implanted greater than ten year ago. The patient was referred to a specialist. The patient was referred to an alternate physician for infection and consult. The infection and subsequent symptoms had not been resolved; no explant had yet occurred.